Manufacturer narrative:
The patient's date of birth and age were not provided. The patient¿s gender was not provided. The patient¿s weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be determined through this evaluation. It was reported that the patient expired. The cause of expiration was not provided. Multiple attempts to obtain additional information regarding the patient¿s outcome as well as requests for return of any lvas products were issued to the customer; however, no additional information regarding the event was provided and the device has not been returned to date. The complaint file will be closed accordingly. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.